Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states "material sensitivity reactions". Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." (B)(4). This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-03792 / 03793).

Event description:
Patient reported total hip revision approximately on an unknown side nine years post-implantation due to patient allegations of adverse reaction to metal debris, metallosis, elevated metal ion levels, dizziness, insomnia, numbness and cardiac arrhythmia. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch.